Event description:
It was reported that during a da vinci-assisted left upper pulmonary lobectomy procedure, a partial fire occurred resulting in an injury to the lung parenchyma tissue. The issue occurred after dissection of the lingular branch of the pulmonary artery. A sureform 45 curved-tip stapler instrument, with a white reload accessory, was placed just across the vessel: there was no additional tissue between the jaws of the stapler. The firing process was initiated; however, the stapler stopped compression halfway across and a "tissue too thick. Blade is exposed" message was observed. There was no bleeding due to the partial fire, some tissue was cut, and some tissue was stapled. Staples fell into the patient and were attempted to be retrieved. A backup sureform 45 curved-tip stapler instrument was used, with another white reload accessory to complete the staple line. The procedure was completed robotically and there were no post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 45 curved-tip stapler instrument or white reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance stapler log review showed the sureform 45 curved-tip stapler instrument fired 5 white reloads. On installs 1, and 3-4, the firings were completed successfully. On install 2, the first clamp was aborted by the user; the second clamp and the firing were completed successfully. On install 5, the first clamp was successful, followed by a firing failure. There were no stapler related errors in the logs for this procedure.

Manufacturer narrative:
The surgeon stated that while performing a left upper lobe lobectomy for lung cancer, the stapler misfire occurred after dissecting the lingular branch of the pulmonary artery. As the stapling was initiated, the stapler instrument stopped for compression while on the vessel and the artery was only partially stapled across. The stapler instrument was swapped out for a backup stapler instrument and the stapling was completed. Post-operatively, the patient experienced a prolonged air leak from the parenchymal staple line. As a result, the patient was dependent on suction from a chest tube to keep the lung expanded. Approximately 2 weeks post-operatively, the patient returned to the operating room and a vats was performed to re-staple the parenchymal staple line. The patient required hospitalization for a total of 3 weeks post-operatively after undergoing the da vinci-assisted pulmonary lobectomy procedure. A review of video provided of the event was performed by an intuitive surgical, inc. (Isi) clinical development engineer. Based on the description and review of the video, the cde could not determine why the stapler instrument partially fired. Intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler instrument but did not receive the white sureform 45 reload to perform failure analysis (fa). The stapler instrument was found to have 1 firing failure based on a log review which was not replicated through in-house testing. The stapler instrument was installed onto an in-house system and fired successfully. The resultant staple-line was visually inspected, and the cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
Refer to h11 for follow-up information.